Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka). Reportedly, dka may have been caused by an infusion set issue; however, this could not be confirmed. Customer declined providing additional information regarding the hospitalization. Reportedly, the customer reverted to manual injections for insulin therapy.